Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer and to update the following sections: e2, e3, g2, g3, g6, h2, h6 and h10. The OEM performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. No device was returned to the OEM; therefore the root cause of the reported event cannot be conclusively determined. Based on the evaluation results, the potential cause of the distal forceps cover glue peeling damage can be from external force applied to the distal end by handling. As stated on the IFU (instruction for use) and as a preventive measure, the IFU provides warning that states, ¿inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ the OEM will continue to monitor complaints for this device.

Manufacturer narrative:
The evaluation found the adhesive at the distal end forceps cover was peeled off and missing. The image was noted to be within specification. The scope passed the leak test, no fluid invasion. The bending section cover adhesive was cracked. The scope was repaired and returned to the user facility. A review of the scope's repair history shows the scope was last serviced via repair on january 4, 2021 due to a leak in the instrument channel; no fluid invasion. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed that a customer evis exera ii ultrasound gastro-videoscope was returned due to a report of an image defect on right the corner during preparation for use. Upon inspection and testing, the device was observed to have an adhesive malfunction as the adhesive at the distal end forceps cover was peeled off and missing. There was no patient harm or involvement reported to olympus.